Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure, treating mitral regurgitation (mr) of grade 3. Two mitraclips were implanted and the mr was reduced to grade 1. Approximately 3 weeks post mitraclip procedure, transthoracic echocardiogram noted that a single leaflet device attachment (slda) had occurred with one clip and the mr had increased to grade 3+. No intervention has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of worsening mitral regurgitation (mr), and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of tissue damage appears to be related due to procedural circumstances however it cannot be determined. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, the reported effect of worsening mr appears to be a cascading effect caused due to the leaflet tear. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, filed additional information was provided: a single leaflet device attachment (slda) was initially suspected, however, transesophageal echocardiogram was performed on (B)(6) 2018 and showed there was no slda. Both clips were attached to both leaflets. An anterior leaflet tear was noted and mitral regurgitation was grade 2+. No intervention was performed. The patient will be monitored. No additional information was provided.